Event description:
Physician reported left side rupture diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, periprosthetic effusion, the prosthetic profiles appear wavy with some radial folds diagnosed via MRI as well as probable lateral and caudal slipping of the prosthesis diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture/migration: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Wrinkling of the skin: unable to observe. Seroma-late: unable to observe. Crease/folding of implant: no observed creases on the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d4, d9, h3, h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported rupture, periprosthetic effusion, the prosthetic profiles appear wavy with some radial folds diagnosed via MRI as well as probable lateral and caudal slipping of the prosthesis diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Event description:
Physician reported left side rupture diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: crease/folding of implant: not observed. Migration: unable to observe since it is not related to the device. Wrinkling of the skin: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.